Event description:
It was reported that the patient complained of dizziness and was found to have a heart rate of 40 beats per minute. No capture, high thresholds, high impedance, and oversensing were found on the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood on the electrode tip, the distal conductor was stretched, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.

Manufacturer narrative:
Asku.

Event description:
Asku.